Event description:
It was reported through an implant card that a vns patient underwent generator and lead replacement surgery due to a lead discontinuity. At the moment, good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the area representative indicating attempts for further information have been unsuccessful to date. Nonetheless, the patient's generator was the only device returned for analysis. Analysis of the generator indicated the device had reached end of service.